Manufacturer narrative:
Kaz USA, inc. Has requested additional information regarding this incident, and also that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given a false negative reading on her infant son. The device allegedly gave repeated readings of 34°c-38°c. The child later had a febrile seizure and was admitted into intensive care where a fever of 41°c was confirmed. No information was provided regarding their diagnosis or the current status of the patient. Kaz USA, inc. Has requested that the product be returned to our company for testing.